Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
One sample of taperguard endotracheal tube part number 18785 was received for evaluation. The lot number was not provided. Visual inspection confirmed the device was assembled properly. Inflation/deflation testing performed found the cuff held the air and the pilot balloon functioned as intended without any restrictions. The reported failure was not confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that prior to patient use during pre-test the cuff could not be deflated. The customer reported that there was no patient involvement.